Event description:
It was reported, the pt was to have the ipg moved to the abdomen. Due to his profession, the pt would feel the ipg when he would lie on his back. Follow up identified during the procedure on (B)(6) 2012, the physician noted there was pus at the ipg site. The physician opted to remove the entire scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.